Event description:
It was reported that the ilet issued alert 38 for consecutive stalled motor while the user¿s blood glucose was 400 mg/dl, and after removing supplies, performing a dry run, and changing to new supplies, insulin delivery was successfully resumed; the event was associated with a mechanical problem and involved an infusion set with lot 6007380. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.